Manufacturer narrative:
. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) did not come out properly and was wasted. The issue occurred during the handling of the device but prior to insertion into the eye. However, it is unknown if there was any patient contact. Follow-up was performed but no further information has been provided. Therefore, this event is conservatively assessed as reportable.